Manufacturer narrative:
H10. H3, h6: the device, used in treatment, has not been returned for evaluation. Therefore we are unable to establish a relationship between the device and the reported event or determine a root cause on this occasion. As no device serial number was provided, it has not been possible to conduct a review of the manufacturing records. However, at this time we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Complaint history for the reported event has been reviewed, revealing further instances in the past three years. Alarm thresholds are set after thorough testing and are always set to ensure the complete safety of the patient. It is possible in extreme cases that the alarm may trigger inadvertently. In this instance, therapy will still be delivered. The user is advised to consult the instructions for use, which detail comprehensive instructions on the operation and use, including troubleshooting steps to be taken in regards to the reported event. No further actions are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Event description:
It was reported that the renasys touch was used in order to treat a large wound located in the buttocks but it did not work, it was not possible to reach a vacuum. Additionally the pump alarmed "canister full".